Manufacturer narrative:
(B)(4). D10: 00596204214, articular surface use with lps, 62792417. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tka. Subsequently, about 10 years later, the patient presented instability sings and had a revision due to the polyethylene insert disassociated from the tibial tray. Insert was exchanged but tibial component remains implanted. The surgical technique was utilized. There was no surgical delay, or foreign bodies retained. Attempts have been made and no further information has been provided.